Event description:
A site radiographic technologist (rt) reported that, while in a cervical fusion procedure, they were unable to acquire the second set of 2d and 3d images with the o-arm 1000 imaging system. The first attempt to acquire 2d images, the imaging system was unresponsive until the gantry was moved in a z-direction. After moving the gantry, 2d and 3d images were taken successfully. The surgeon placed the cervical screws and requested further images be taken. The imaging system was unresponsive to attempts to take 2d and 3d images. The rt did not try using the foot-switch and opted to discontinue the use of the imaging system. Noted was that there were no error codes received on the imaging system or the mobile viewing system (mvs). The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that the atp console was thought to be causing the issue since after changing it, the rep did not see the problem during initial testing. It was found later on after testing that the intermittent issue was caused by a loose wire on one of the charger boards. The loose wire was reseated and secured and the system was found to be fully functional. The atp console component was returned to the manufacturer for analysis. The component was installed on a test imaging system and ran without any issues for 4 days. The generator powered up as expected, and 2d/3d image acquisition worked as expected. The atp console was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The generator error was not related to atp console, but as reported by the rep, due to a loose wire on the charger board. The software investigation found that the reported event was unrelated to a software issue. The software logs showed several unsuccessful attempts for acquitting image. In all cases there was a battery issue in the battery powered generators reported. Such errors are proof of batteries not charging properly. The behavior described is the intended behavior of the software. The software functioned as designed.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement atp console pcba shipped to site (B)(4) 2015. Suspect atp console pcba returned to manufacturer on (B)(4) 2015 and currently is under analysis. Return requested. Replacement battery 9amph 12v shipped to site (B)(4) 2015. Suspect battery was discarded by the site, no analysis is possible. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the radiographic technologist (rt) stated that the behavior was very intermittent in that an anterior posterior (ap) shot would work normally, then when they would try lateral, they received a weaker beep and no image, after taking to take a 2d image. When the rt moved the gantry, open and closed the door, the system would then work, however, it was very intermittent. (B)(4) 2015 - a medtronic representative performed an imaging system check-out, mechanical test, cable grade and safety inspection areas passed. Imaging test showed intermittent error 25, lox x-ray battery voltage. Replaced atp board. Error could not be replicated during testing, after board placement. Issue resolved. System performed as intended, ready for use. (B)(4) 2015 - a medtronic representative, following-up at the site, reported there was a 30 minute delay and the procedure was completed using a c-arm. (B)(4) 2015 - software investigation completed. Findings are that the atp board was replaced. Issue caused by low x-ray battery voltage. Software is functioning as designed.